Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty entering the target vessels because they were hard. The leads were no longer used and replaced. The patient was in stable condition. No additional information was reported.